Event description:
A malfunction was reported with a displayed code of malf 12. No adverse impact to the customer¿s blood glucose level was noted. Technical support provided information to reset the pump and assisted the customer, who was then able to continue using it without the malfunction recurring. The customer was advised to contact support again if the issue returned.